Event description:
St. Jude right ventricular lead recall riata fluoroscopy of lead done on (B)(6) 2011. Device with appropriate functioning including sensing, threshold and impedance. Lead appears to have normal function. However, fluoroscopy demonstrates evidence of abrasion of the insulation.